Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. The customer reportedly did not follow the lab¿s internal policy to repeat the sample with the low result before releasing the result. The erroneous result was reported to the physician(s) and was questioned by the physician(s). A new sample was drawn and processed on the same instrument. The result recovered higher than the erroneous result. The latter result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. Quality control (qc) and calibration were acceptable at the time of sample processing. While troubleshooting with the customer, a siemens specialist noticed an error: ¿water bottle empty¿. The customer stated that their de-ionized (di) water supply system was not working prior to the event, and they were manually filling the water bottle. While troubleshooting, the customer realized the sample drain tubing disconnected from the sample drain, which caused a leak below sample drain. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, checked sample path and integrated multisensor technology (imt) drain rate, replaced peristaltic pump tubing, set the pump rate, and ran calibration, a patient correlation study, and qc, which recovered acceptably. The cse also addressed the leak under the sample drain, which was unrelated to the erroneous result, by replacing the sample drain and aligning the probe. Siemens reviewed the instrument data and ruled out sample integrity and reagent issues. Siemens determined the cse performed general maintenance on the sample path and pump tubing and since the customer was manually filling the water bottle on the day of issue occurred, a sample handling issue potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of the device is required.